Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor generated an audible alarm, even though the reservoir was full. The level sensor was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.